Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 11 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Fill volume: 545 ml, flow rate: unknown, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported, ¿a patient was continuing to hold the bolus button down and when instructed to release it stayed in the locked position. The account has some concerns that the bolus button can be held and continue to deliver a higher/ lower volume (not a true lockout) than the 5ml/ 30 min. Confirmed with the account that the bolus is ready every 30 min when the orange line indicator is at the top of the side window.¿ per note received with sample return on 26mar2025, ¿on demand control not locking patient out. Able to give does, then give again. I pushed it when not connected to patient and it bloused around 3-5 ml 10 minutes after last does. Patient got approximately 10ml bolus within 45 minutes.¿

Manufacturer narrative:
Additional information: d4, h4, h6, h11 the device history record for lot 30327213 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. During the evaluation the bolus button functioned as intended, results met specifications and there were no issues such as leakage or breakage on the component. The incident was not confirmed. A root cause could not be determined. All information reasonably known as of 25 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.